Event description:
Review of information indicates high lead rv pacing impedance and right ventricular oversensing. The lead was replaced. Additional information received indicates the pt presented to the ER with multiple inappropriate shocks and high impedance values. Visual inspection of the lead indicates outer insulation fracture near the area where suture sleeve tied down.

Manufacturer narrative:
Other: review of information indicates high lead rv pacing impedance and right ventricular oversensing. The lead was replaced. Additional information received indicates the pt presented to the ER with multiple inappropriate shocks and high impedance values. Visual inspection of the lead indicates outer insulation fracture near the area where suture sleeve tied down. No conclusion can be drawn. Impedance, high, insulation, hole(s) in, oversensing, shock, inappropriate.